Event description:
It was reported that the patient received a vibratory alert for high voltage lead impedance, high and out of range for one vector. Trends showed a gradual increase in high voltage lead impedance for out of clinic measurements over the past week for the one vector. Isometric tests were performed and no noise was seen. The out of range measurement could not be reproduced in-clinic. All measurements and fluoroscopy were normal. A different lead vector was programmed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.